Event description:
Alaris pump was alarming. When rn checked on the infusion the tubing was noted to be wet. When the rn investigated the issue they noticed that there was a hole in the silicon portion of the tubing. The patient was not negatively impacted and a new tubing was utilized for the infusion.